Event description:
A us distributor reported that a monitor resets during pulse delivery.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets during pulse delivery) was isolated to a defective t2 transformer on the defibrillator pca, causing fault. The monitor was unable to pass detect and treat testing. The root cause for the defective t2 transformer could not be positively identified. There was no adverse event that resulted from the damaged monitor.